Event description:
Patient received liposuction to flanks and legs in 2008. Ten days later, she received 2 cc of perlane with 2% lidocaine, injected subcutaneously in her face. Over the next four weeks, she developed diffuse edema dn raynaud's phenomenon. She received diuretics, with no change. She was hospitalized the following month, with profound lower extremity edema. The feet were so swollen, she could not put on shoes. 24 hours urine collection was normal for protein and creatinine clearance. Dopplers were normal. She had linear hyperpigmentation at the liposuction sites. An ana was 1:320. The following month, labs showed strongly positive scl-70 antibodies; ds dna, ro/la, smith/rnp were all negative. Dose or amount: 2 cc, route: sq. Date of use: 2008. Diagnosis or reason for use: cosmetic. Event abated after use stopped: no.